Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: user error: "punctured implant while closing."

Event description:
Healthcare professional reported "punctured implant while closing" and the affected device was not implanted. The procedure was completed with a back-up device.